Event description:
A home patient's relative contacte baxter's technical service center for assistance. The home patient's relative reported holes in the patient line during fill 1/5. Baxter technical service representative assisted the home patient's relative in ending therapy and advised contacting the dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.